Event description:
Had just deployed a taxus stent in the pt's mid-lad. Md pulled the stent carrier into the guide, the balloon stuck and pulled the guide a good distance into the lt main/prox-lad. After a cine was performed, a dissection of the prox-lad was apparent. Surgery was then notified (open heart surgeon).